Event description:
The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Customer consumed carbohydrates to address low reading and did not require third-party assistance. Technical support assisted customer with updating basal rate settings and advised consultation with healthcare provider for setting updates.